Manufacturer narrative:
The uninterruptible power supply (ups) was returned to the manufacturer for analysis. The ups was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The uninterruptible power supply (ups) was replaced and the issue was resolved. The system passed a system checkout and was returned to an operational condition. Other relevant device(s) are: product ID: b i71000480, serial/lot #: unk. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of a procedure. It was reported that while servicing the system the representative noticed that when unplugging the system from the wall the batteries would drop in percentage. The batteries tested fine and the error was coming from the uninterruptible power supply (ups).